Manufacturer narrative:
Evaluation is pending upon completed investigation of the product.

Event description:
Event detail: caudal right screw hole lost retaining ring when inserting the screw during surgery. Surgeon removed screw replaced plate with larger size added 10 min to surgery. Additional information received from the sales representative on 25 mar 2010. On (B) (6) 2010, the patient underwent cervical fusion for an anterior cervical disc problem. As the surgeon was inserting the caudal right screw on the acp 2 level spiked plate, he wanted to reposition it slightly and as he backed the screw out, the secure ring stayed on the screw. The surgeon removed the plate and added a 2mm larger size plate which actually was a better fit. There was only a five minute surgical delay and no harm to the patient.